Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, shell did not attach to the ball. Additional information on 01/31/2020: reporter stated that during surgery the head did not attach to the shell. They were using a 28 head and a 45 bipolar shell. According to the reporter, he noticed that the plastic rim inside the shell did not seem flush to the shell (there was a 3-4mm gap) and he thinks that it may be the reason why the head did not attach to the shell. In the end, they used a 32 head and a 46 shell. These functioned well.

Manufacturer narrative:
Updated device code.